Event description:
A 72-yr-old man admitted for adenocarcinoma of lung and scheduled lobectomy. Pt has artificial heart valve; post-surgery, had slow, downhill progress. On 1/31/95, went into respiratory distress and coded; placed on pacer and a second monitor. When the "record" button on the pacer was pushed, printout was not accurate and showing a different rhythm.